Manufacturer narrative:
Correction: h6 - medical device problem code corrected to pacemaker found in backup-mode.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The pacemaker was received in backup with battery levels at end of life (eol). Electrical and mechanical analysis performed, indicated normal device functionality. Battery fluctuation test indicates the backup resulted from eol battery condition and is considered normal. The implant duration exceeds the projected longevity based on average current indicating normal battery depletion. Visual inspection noted punctured septum.

Event description:
It was reported that a patient presented for elective generator change. Device interrogation revealed that the pacemaker (pm) was in backup mode. The pm was unable to be restored back to normal settings. The physician explanted and replaced the pm. The patient condition was stable throughout.